Event description:
A pt fell out of a c2000 isolette incubator. The pt does not appear to be hurt, because pt was prevented from hitting the floor by the tubes/wires attached to them. The hospital left the 'port' open, which is their policy because of ventilation when using a ventilator.